Event description:
It was report that the pump was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try several troubleshooting steps, but the pump did not respond, leading to a decision to replace the pump. The customer was advised to use manual insulin delivery as a backup method and to return the faulty pump with a pre-paid label after putting it into storage mode.